Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 15-105004, m2a-taper liner sz 41/32, 704920; 11-163670, 32mm m2a mod head +3mm nk, 059910; 162315, bi-metric porous fmrl 17x165mm, 090460. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08073, 0001825034 - 2017 - 08438.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to an allergic reaction. Attempts have been made and additional information on the reported event is unavailable.